Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported getting a power disruption error during use, and the charging led blanks off when discharging to test load during operational check.